Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the lifevest therapy electrodes and garment. The patient's physician prescribed nystatin and triamcinolone cream. During a follow-up the patient reported that the irritation had not improved with the use of the medication.